Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement; however, the value was not available on the transmission. Trended data showed variable impedance measurements between 81 ohms and 122 ohms shock impedance was approximately 65 ohms at implant. The presenting electrograms showed appropriate function with no evidence of noise. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out of range (oor) shock impedance measurement; however, the value was not available on the transmission. Trended data showed variable impedance measurements between 81 ohms and 122 ohms,. Shock impedance was approximately 65 ohms at implant. The presenting electrograms showed appropriate function with no evidence of noise. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the associated implantable device was intermittently emitting tones. A boston scientific technical services consultant informed the patient the tones were normal operation due to the previously reported shock impedance alert. The patient contacted her following physician for discussion. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that an alert was generated for an out of range (oor) shock impedance measurement; however, the value was not available on the transmission. Trended data showed variable impedance measurements between 81 ohms and 122 ohms,. Shock impedance was approximately 65 ohms at implant. The presenting electrograms showed appropriate function with no evidence of noise. The lead remains in service and no adverse patient effects were reported. Additional information was received that this device was intermittently emitting tones. A boston scientific technical services consultant informed the patient tones are normal operation and are an alert for the previously reported out of range shock impedance. The patient contacted her following physician for discussion. The system remains in service and no adverse patient effects were reported.